Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vaso view hemopro would not shut off. The pa had to manually push the thumb switch forward every time to deactivate the power source. The device continued to be used but had to always push the thumb switch forward to shut off the device. The procedure was completed with this device. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance records in the lot history. (B)(4).